Manufacturer narrative:
The sensor (sn (B)(6)) was successfully removed on the second attempt, on (B)(6) 2024. No further investigation is required.

Event description:
On july 9, 2024, senseonics was made aware of an incident where the hcp was unable to remove the user's sensor on the first attempt.